Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator delivered 4 tachy shocks due to an episode of atrial fibrillation with rapid ventricular response. The delivered shocks are considered inappropriate as this device is not designed to deliver therapy to atrial arrhythmias. Patient received an atrioventricular node ablation as a consequence. This device remains in service. No additional adverse patient effects.

Event description:
It was reported that this implantable cardioverter defibrillator delivered 4 tachy shocks due to an episode of atrial fibrillation with rapid ventricular response. The delivered shocks are considered inappropriate as this device is not designed to deliver therapy to atrial arrhythmias. Patient received an atrioventricular node ablation as a consequence. This device was explanted and returned for analysis. No additional adverse patient effects.

Manufacturer narrative:
This correction report is being submitted as this event is no longer considered reportable based on product investigation results detailed as follows: the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event stating that the patient was sent to surgery for atrioventricular node ablation.